Event description:
It was reported that the inner measuring stick did not have measurement lines. Manufacturer response for bone marrow biopsy needle, (brand not provided) (per site reporter): none yet.